Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up with signs of infection around the implantable cardioverter defibrillator pocket site. Pocket was revised in order to take culture swabs of the area. Device was left inside. Patient was stable after the procedure.